Event description:
It was reported that during the implant procedure, high, out of range high voltage lead impedance was observed in the rv-can configuration. The connection was confirmed to be secure. A new device was placed without complication and the issue was resolved.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high hv impedance was confirmed in the laboratory. The device was tested on the bench and a damaged transistor was found to be the cause of the high hv impedance. The root cause of the damage could not be determined.